Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis and 1ml of air was found in left in the balloons. No damage or deformities are noted on the band or inflator. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloons and the band was submerged in a water bath for approximately 30 seconds to check for air bubbles. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve. The foreign matter resembles a piece of magic tape. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea). This reported event was unable to be submitted on 07 jun 2023 to a esg server issue, timely filing attempts are documented within the attachment.

Manufacturer narrative:
Patient identifier: requested, but unknown. Age & date of birth: requested, but unknown. Patient sex: requested, unknown. Weight: requested, but unknown. Ethnicity: requested, but unknown. Race: requested, but unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: inventory manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved tr band was inflated on the patient's wrist but would not hold air, pressure was applied, and a new tr band was applied to the wrist without issue. Estimated blood loss was was less than 250cc. Patient was in stable condition. Procedure outcome was successful. The event occurred post treatment. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on 01 may 2023: 15cc of air were injected into the tr band when it was applied. Hospital doesn't share patient info.